Manufacturer narrative:
(B)(4). Concomitant medical products - nexgen lcck tibial component stemmed precoat, # 00598004701, lot # 62618993; alnexgen flex femoral component, # 00576401552, lot # 62703303; unknown bearing. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00721, 3007963827-2017-00277 and 0001822565-2017-01676-2. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient began experiencing recurrent pain and discomfort approximately six (6) months following a knee arthroplasty revision. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. The root cause is considered to be the use of incompatible devices implanted during the patient¿s previous revision surgery. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following section was corrected: device remains implanted.

Event description:
No further event information available at the time of this report.